Event description:
Pump was reported to shock user and cause burn to right hand ring finger. As the user's shift progressed, the right hand and arm became stiff and pins and needles were felt. Cream was applied. No add'l details are known at this time.